Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. No trouble shooting was performed. The cause of the motor stall was not determined. The pump was put at minimum rate. The patient was being scheduled for a pump replacement. The patient¿s medical history and weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's pump was failing/stalling and alarming off and on. The pump stalled 4 times in (B)(6) 2017 and had refill on friday and after the patient got home several hours, and heard alarm and the next day she went to the ER and met a manufacturer's representative (rep). The pump was turned down so it did not stall. The pump was to be replaced on (B)(6) 2017. Additional information was received from a manufacturer's representative (rep). The pump was replaced on (B)(6) 2017 and would be returned for analysis.

Manufacturer narrative:
Analysis of the implantable infusion pump (serial # (B)(4)) found a gear train anomaly of corrosion and/or wear and/or lubrication, a stall due to shaft bearing and overinfusion due to undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid 10 mg/ml; 7.5 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2017. It was reported the representative was on the way to meet the patient at the hospital and confirm a motor stall. Pentec interrogated the pump and indicated that the pump had been stalling for several days and was currently alarming. No symptoms were reported. No further complications were reported.